Manufacturer narrative:
Ins received, analysis not yet complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturer representative. It was reported that there was impedance with both removed and newly implanted lead, the healthcare provider wanted to make sure the ins wasn't defective.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the affected lead would not be returned for analysis. It was also reported that the impedance resolved when the voltage was increased to 1.5.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: (B)(4), product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted with a neurostimulator (ins) "or" urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was getting a lead revision because she fell on her tailbone and therapy was "just not working anymore after the fall". The rep inquired if there were certain recommendations or procedure on using the same ins or replacing with a new one as well as if a new pocket would be required. The rep did not indicate issues with the ins. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1t6g3, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and healthcare professional (hcp) the patient's weight was asked but was unknown. No further complications were reported or are anticipated.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing; however the setscrew was backed out too far. If information is provided in the future, a supplemental report will be issued.